Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was placed in a PICC catheter on (B)(6) 2021 and underwent chemotherapy and infusion therapy. During the infusion process of (B)(6) 2021 in the morning, it was found that the liquid leaked from the puncture point. Removed the outer transparent applicator, and pulled the catheter out while flushing the saline. It was found that the catheter leaked at the 35cm mark. The catheter was trimmed, the connector kit was replaced, and the infusion catheter did not leak.